Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per tbm (B)(6) this is the 2nd unit we have replaced for this customer; this unit will not lower.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit was functional. There was some jerking on the downward stroke, but the boom was able to be lowered (without weight). The tightness of the boom-to-mast hardware was checked and was ok. The legs were also functional. Therefore the original complaint issue was not confirmed.

Event description:
Per (B)(6) this is the 2nd unit we have replaced for this customer; this unit will not lower.